Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient's left hip was revised due to metallosis. Per the rep, the ceramic liners are encased by a metal outer shell. This metal part of the liner sits proud and was impinging on the stem neck causing the metal wear.

Manufacturer narrative:
Date of implant an event regarding wear involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product or photographs were returned for evaluation. -clinician review: not performed as no medical records were provided for review. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient's left hip was revised due to metallosis. Per the rep, the ceramic liners are encased by a metal outer shell. This metal part of the liner sits proud and was impinging on the stem neck causing the metal wear.